Manufacturer narrative:
(B)(4). The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Pump was returned for pump error alarm. Format history file analysis confirmed pump error alarm due to software error. No failed battery test noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had pump error. Customer was able to clear the alarm. Customer was able to rewound the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.